Manufacturer narrative:
The cec has adjudicated the previously reported stenosis of l1 as related to the study device, not related to the study procedure or drug.

Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid/dist sfa of the left leg (l1). Approximately 18 months post index procedure, the patient suffered stenosis of the left sfa (l1). The investigator assessed the event as not related to the index device, procedure, or paclitaxel. The patient was treated one day later with non-medtronic pta and stenting and thrombus aspiration to l1. Outcome is resolved.

Manufacturer narrative:
Additional information received; the ae term for the previously reported event which occurred approximately 18 months post index procedure has changed to thrombotic stenosis left cia/sfa/ata/pta.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.